Manufacturer narrative:
Investigation: the complaint of the catheter displaying poor image was investigated. The returned catheter was inspected. During the investigation it was found that the root cause of this catheter complaint was stack damage due to user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter. Investigation results suggest customer mishandling through stack damage. This is not an 803 reportable event, but because it required the full investigation results, an initial MDR was filed within the 30 day timeframe.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the catheter was inserted into the sedated patients' anatomy to undergo an atrial fibrillation procedure, it was noted that the catheter generated a poor quality image. The user removed the catheter and reinserted a new catheter to continue and complete the procedure. There was a delay of 10 minutes while the replacement catheter was obtained. There was no loss of data and there was no patient adverse event reported. No additional information was provided.